Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited rising and high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited rising and high impedance. The rv lead remains in use. It was also reported the implantable pulse generator (ipg) was unable to program the MRI mode due to rv lead high impedance. The ipg remains in use. No patient complications have been reported as a result of this event.